Event description:
It was reported with the use of the bd vacutainer® blood collection tube buffered sodium citrate had under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "tube didn't draw enough volume of blood (below the -10% line) (the expiration date is not approaching)."

Manufacturer narrative:
H6: investigation summary bd received 4 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® blood collection tube buffered sodium citrate had under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "tube didn't draw enough volume of blood (below the -10% line) (the expiration date is not approaching)."